Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 600 mg/dl. After troubleshooting, display screen did return. Customer was advised that battery cap would be sent. Customer called back stating that battery cap was not received and new battery was already depleting. Customer was advised to get back up plan from healthcare professional until battery cap arrived.